Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017 due to trouble breathing, low oxygen levels, and pneumonia. The cause of death was unknown as the autopsy is pending. The caller stated that the customer had pneumonia that may have led to the customer's passing. The customer¿s blood glucose was 38 or 39 mg/dl at the time of admission. The customer was systematic and had a seizure, and was treated with glucose. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by more than 2 days prior to passing, as the hospital wanted to manage the customer's blood glucose themselves. The customer was not using sensors. The customer was having trouble breathing and was hospitalized for a tracheotomy, had some bleeding, and was in the intensive care unit on a ventilator. The caller agreed to return the insulin pump for analysis.